Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: a detached needle and a labeled winding former with an un-dispensed suture were returned for analysis. During the visual inspection of sample, the swage and attachment were noted to be as expected and the suture could not be dispensed from the tray, since has begun with the process of degradation and the strand was broken in multiples pieces, this is the cause of detached needle. Also, the foil was examined for visual inspection and showed multiples wrinkles and holes in cavity on the top and bottom foil package due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of pre-op suture needle pull off is a suture degradation; due to the improper handling of package.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery, the doctor found the suture was detached by the needle and thread. Upon evaluation of the returned sample the foil was inspected and multiples holes in cavity were noted. During visual inspection of the sample, it was found that the suture had begun the degradation process. The strand was broken in multiples pieces. There were no adverse patient consequences reported.